Manufacturer narrative:
The customer was wearing personal protective equipment and cleaned the area. A bci field service engineer replaced the wash station inserts and mixer paddles.

Event description:
A customer contacted beckman coulter inc. (Bci) to report a splatter residue around the sample mixer. No injury or exposure was reported.